Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch select simple meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on unspecified date and time, he observed an inaccuracy issue. The patient reported he allegedly obtained inaccurate low result of "162 mg/dl" with the subject meter and "227mg/dl" with a laboratory device performed within an unknown time of each other. As the patient was unable to provide time difference between the blood glucose results, it is unknown if there results would/would not meet lifescan's accuracy criteria. The patient stated they manage his diabetes with insulin (no-adjustments). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "feeling very week" at an unknown time after the product issue. The patient alleged hcp treatment, during a doctor office visit, the patient alleged the doctor stated "his blood sugars seem high and therefore he was hospitalised", the patient alleged being hospitalize for 5 day on an unspecified date and treated for high blood sugar. The patient alleged no other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.